Manufacturer narrative:
The country of origin is esp. The customer performed qc testing. Qc range (1.8-2.8 inr), qc 1: 2.3 inr, qc 2: 2.3 inr. The customer returned the test strips and meter for investigation. The test strips and meter showed no defects or damage. The returned test strips were measured with the returned meter with a high level control sample: qc range (2.6-3.2 inr), qc1: 2.9 inr, qc2: 3.0 inr, qc3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a different coaguchek meter with an unknown serial number. The meter result was 6.0 inr, the second meter result was 4.0 inr, and the third meter result was 3.1 inr. Using a different coaguchek meter, the result was 2.9 inr. All results were within the same hour. The patients therapeutic range is 2.5-3.5 inr.